Event description:
It was reported that the programmer experienced an error when trying to capture thresholds on a patient. The error was cleared and no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.